Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre 2 sensor. A customer reported a low sensor reading of 68 mg/dl at 6:06 am on (B)(6) 2021. By 1 pm, the customer had lost consciousness and an ambulance was called. Upon their arrival, a glucose reading of 28 mg/dl was obtained on a healthcare meter and customer received oral glucose and unspecified IV for diagnosis of hypoglycemia. It is unknown if sensor scan was indicative of hypoglycemia at the time of the event, as the caller did not provide readings in comparison to healthcare meter. There was no report of death or permanent injury associated with this event.